Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding melted at the distal end where the wires are manipulator was confirmed by failure analysis. The probable root cause of thermal damage on the bipolar yaw pulley can be attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the distal tip of a long bipolar grasper instrument appeared melted/burnt in area of manipulator wires. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if arcing was observed. There was no injury to the patient.